Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore. The expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device can not be completed. Lot and serial numbers of the disposable device and the radio frequency controller not provided by the complainant, therefore, the manufacture dates are not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers are not available. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
Following a novasure endometrial ablation on (B)(6) 2010, the patient had a laparoscopy for the purpose of sterilization. The physician "visualized two small areas on the right fundal aspects of the uterus which demonstrated ecchymosis suggestive of bruising. These areas were 1 cm in diameter and 2 cm apart." No perforation, serosal blanching, or cauterizing effects were seen. Concerned that these areas might bleed, the physician applied monopolar current for hemostasis. This was followed by a tubal ligation using bipolar cautery. The patient visited the emergency room approximately 24 hours later with pain and fever. A computed tomography (CT) scan was suggestive of bowel injury. An exploratory laparotomy was done during which an area of small bowel was found to be perforated and required resection and re-anastomosis. A hysterectomy was also done at this time because of concern about "infection risk. On (B)(6) 2010, the physician reported "the patient is currently recovering and doing well".